Event description:
Asr revision due to take place (B)(6) 2014; asr xl - right; reason(s) for revision: alval / soft tissue reaction, pain, component loosening - stem and possible infection. Close to CAPA - (B)(4) 2014. Confirmation received from complaint investigators that this can be closed to CAPA as the loose stem is associated with alval and no confirmation of an infection has been received. Update received: (B)(4) 2014 - removed revision date as letter from patient solicitors to advise revision surgery did not take place due to patient suffering from sleep apnoea. Patient undergoing further assessment before revision surgery can be planned. Update - added revision date and expiry dates. Taken from claimsuite dated (B)(4) 2014. Asr revision due to take place on (B)(6) 2015. Update (B)(4) 2015 - revision surgery now scheduled to take place on (B)(6) 2015. Update - received confirmation that revision has taken place. Taken from (B)(6) dated (B)(6) 2015 - (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.